Event description:
During an anterior stabilization shoulder procedure using a bioraptor, crv 2.3 pk sa ub cobrd blue, it was reported that as the surgeon was tying the knots, the anchor pulled out. The anchor dropped into the inferior capsule of the joint and could not be removed. Another site was drilled and a backup bioraptor curved 2.3 anchor was inserted; leaving the initial site empty. A delay of approximately twenty minutes occurred. There were no reports of patient injuries or complications.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).